Event description:
The hip implant was revised due to loosening of the bone cement.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that the cause of the complaint is not product related. A review of the device mfg records and results of product testing indicated no evidence of any abnormalities that would result in the condition observed.